Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date manufacturer was made aware.